Event description:
It was reported that prior to starting a da vinci surgical procedure the 8 mm cannula with outlet accessory would not pass the gage pin test. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury or reports of fragments falling into a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint the cannula failed the functional test. The cannula was tested with an in-house gauge pin and the pin got stuck at the tip and did not go all the way through the cannula. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; damaged cannula could likely cause or contribute to an adverse event if the failure mode were to recur.